Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, patient had blood blisters formed and fluid leaking. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.